Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert despite the customer attempting to charge the pump with multiple cables and power sources. Additionally, it was reported that the pump battery gauge was noted to be inaccurate. There was no reported impact to blood glucose. Reportedly, customer continued to use the pump for insulin therapy and customer had manual injections available as alternate insulin therapy.